Event description:
As reported by novare's distributor, "the incident was mentioned in passing by the surgeon to a sales rep in 2008. Procedure: opcab (lita-lad, a0-svg-4pd) and abdominal aortic aneurysm repair. Event: the aortic dissection occurred after the anastomosis using the enclose ii device. There was a resistance when the device was inserted but the surgeon still inserted the device. The device was entered in anterior direction (towards the aortic arch). The wall thickness of the aorta was 1.2-1.7mm according to pre-operative CT. It was most likely that purse suturing was made at the insertion point of the device, and that the device was inserted at an angle around 45 degrees. During the operation, it could be observed visually that there was a severe arterial sclerosis in the aorta and the surgeon' s view was that this was the cause of the dissection. The entry of the dissection was at the insertion point of the device. The patient is currently hospitalized, but for a reason unrelated to this event. No treatment has been made to the dissection and the surgeon is currently monitoring the patient. No adverse symptoms have been recognized by the patient, who is well and in good condition."

Manufacturer narrative:
The device IFU 'contraindications' section states that "the enclose ii device is contraindicated for use in regions of the ascending aorta when there is physical, visual, or imaging evidence of significant atherosclerotic plaque." In this case, it was observed visually that there was a severe arterial sclerosis in the aorta and the surgeon's view was that this was the cause of the dissection. Device was discarded and could not be returned to the manufacturer. Therefore, failure analysis could not be performed.